Event description:
During a percutaneous transluminal angioplasty, there were two balloon ruptures. The target lesion was common iliac artery. There was heavy calcification, moderate vessel tortuosity and 99% stenosis present. The physician used first balloon (420-8040s/r0405497) for pre-dilatation of the lesion. However, balloon ruptured at 6atm. Subsequently the lesion was observed slightly dilated and physician followed deploying a stent in the lesion. A second balloon (420-8040s/r1104537) was used for post-dilatation. However, this balloon also ruptured at 10atm, in the distal part of the stent. Ultimately the lesion was dilated with competitor's balloon (detail unknown). There were no anomalies noted during products inspection or when prepping devices. An indeflator was use for inflation of balloon. There was no balloon leakage observed. There was no separation of any balloon part, no vessel dissection or deflation difficulty reported.